Event description:
The manufacturer received information that after six hours of operation, the "ventilation tube" of an everflo device caught fire due to a small explosion. While trying to put it out, the patient reported that they burned their hand, and the freshly renovated wooden floor caught fire from the melted burning tube, which damaged the floor and affected the freshly painted wall. The fire was extinguished using a bottle of still mineral water, no further damage occurred. No medical intervention/treatment or further clinical details were reported. It was reported that the date of incident was (B)(6) 2026. The device settings during the event were reported to be unknown. There was no allegation of serious or permanent harm or injury. The clinical assessment states that, based on information available at this time, the reported event of unspecified burn to the hand is assessed as a non-serious injury. There was no report of medical intervention required or received to preclude a life-threatening injury or permanent impairment. Therefore, the device did not cause or contribute to a serious injury or death.' The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.